Event description:
It was reported the patient presented approximately 1 year postoperatively with an elevated gradient. After further investigation, the valve appeared stenotic and was explanted. Additional information has been requested.